Event description:
The patient received an implanted defibrillator at another facility on [date redacted]. Approximately 3.5 months later, the defibrillator was interrogated at this facility with the results of not sensing properly. The device was removed from the patient and replaced with a new device.